Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported, "did not allow for the implant to slide in. No sticky solution inside".

Manufacturer narrative:
Clarification d.4: photo was sent with lot number, but could not open photo. Follow-up is being conducted to gather more information. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: keller funnel was not properly lubricated, "did not allow for the implant to slide in- no sticky solution inside."

Event description:
Physician reported, "did not allow for the implant to slide in- no sticky solution inside."